Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a detached acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. No malfunction was reported directly by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.